Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -9.00/+1.00/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and pupil block with elevated intraocular pressure. On (B)(6) 2022 the lens was exchanged with a shorter length lens. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additonal information: b5- the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -9.00/+1.00/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and pupil block with elevated intraocular pressure. On (B)(6) 2022 the lens was exchanged with a shorter length lens and the problem was resolved. Reportedly the status of the eye is "all fine and patient is happy". The cause of the event was reported as unknown. Claim# (B)(4).